Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient desired better stimulation coverage of her pain area. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where an additional lead was implanted. It was also reported during the procedure, the physician electively explanted and replaced the patient's ipg with a different model. The patient reportedly experienced effective stimulation coverage postoperatively.